Event description:
To save my life, I had no choice but to have my (so called last forever and safe) 14yr silimed textured breast implants removed as they microscopically bled their toxic contents into my body from day 1 of implantation. I suffered so many ill-health symptoms and thought I was dying. My explant surgeon in (B)(6), dr (B)(6) co-wrote the following research paper on gel bleed and confirmed that this is what I was suffering from. This surgeon saved my life along with the support of other sick women suffering worldwide from the effects of toxic breast implants. I also had my explanted implants tested by professor (B)(6) in (B)(6) and have a detailed breast failure report in my possession detailing how my health was affected. I just pray I have not been left with alcl cancer, only time will tell but I have to live with this worry. (B)(4).